Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the broken package compromise the integrity of the package and compromise the sterility of the device? Yes. Was there a hole or tear in the packaging that compromised the sterility of the devices? The plastic shell was broken.

Event description:
It was reported that the device's packaging was broken. Another device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # p9101u the analysis results found that the harh36 device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. In, addition pieces of the broken blister were still attached to the (B)(4). Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.